Event description:
Customer reported that the wash concentrate bottle broke and leaked when placed on the synchron cx5 clinical system. No injury was reported.

Manufacturer narrative:
Photographs of the actual device were received. There are two cracks at the lower angle of the bottle as viewed from the photographs provided. The source of the cracks and circumstances are not known. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.